Manufacturer narrative:
This product malfunction did not cause a serious injury or death. No patient injury or harm resulted from this event. Magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury due to becoming in contact to battery acid.

Event description:
Customer reported that while troubleshooting an issue related to leadcare ii controls out of range a customer noticed that the batteries installed in their leadcare ii analyzer were actively leaking. Customer reported that the batteries were removed with gloves, and no injuries had occurred. Customer returned their leadcare ii analyzer to magellan for evaluation. Inspection of the returned analyzer confirmed the leakage. A replacement unit was shipped to the customer.